Event description:
It was reported that the protective patient line cap (pull ring) of an unspecified quantity of amia automated pd cycler sets were ¿loose¿ and "fallen off". This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not received and therefore, could not be evaluated. However, one (1) sample of lot h21l06081 was received for evaluation unused, inside a closed pouch. A visual inspection was performed with naked eye with no issues noted. The reported condition was not verified on the returned sample. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.